Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional adverse patient effects were reported. No additional information was available.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional adverse patient effects were reported. No additional information was available. Additional information was received that it was reported that the spinal cord stimulation (scs) system was explanted due to difficult to charge ipg, as battery was not holding a charge as well. The patient is doing well post operatively and the device will not be returned as it was disposed per facility.

Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and h6.